Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were low out of range impedance values. The pt controller showed electrodes # 0-3 as a short. The pt's status was unk. Additional info has been requested, but was not available as of the date of this report.